Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0exjp, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had been treated with an antibiotic since (B)(6) 2014 for a seroma at the implantable neurostimulator (ins) pocket site. It was stated it was unknown how long the seroma had been occurring prior to antibiotic treatment. It was noted as of the night prior to report the patient continued to be on an antibiotic. Reportedly, the physician wanted to move the ins to the other side of the body due to the seroma. It was noted the stimulation was functioning fine. It was later reported the patient was scheduled for a replacement surgery on (B)(6) 2014. Additional information stated the patient was doing well following surgery. It was noted the patient was doing exceptionally well but developed a seroma at the original pocket site. It was reported the battery turned in the pocket causing irritation, redness and potential infection. As a precaution, the surgeon created a new pocket and placed a new battery but kept the original lead after cleaning it with sterile water and an antibacterial solution.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins had a setscrew backed out too far.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was sent in. Additional information received reported that the implantable neurostimulator (ins) turned on its side and caused a seroma, redness, and swelling at the site. It was noted that there was no patient death and the patient recovered without sequelae after the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.